Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "unit has no display when powered up, need to be rebooted before image is present." Could be confirmed. The cause of the failure described by customer can be determined to a random electronic component defect within the control board. The IFU is stating this "failure of products" clearly in section 3.9, page 11, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in singapore. It was reported that "the unit has no display when powered up, need to be rebooted before image is present". No negative impact in state of health reported.